Event description:
The customer contacted physio-control to report that the soft keys on their device were not functioning. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio replaced the device's lens display and membrane switch to resolve the reported issue and determined that the cause of the reported issue was due to the graphic lcd and flex cable. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the soft keys on their device were not functioning. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.